Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 5.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured because of heavy calcification. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 5.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured because of heavy calcification. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was good.

Manufacturer narrative:
Device evaluation by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 15mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.